Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered two shocks as inappropriate therapy due to oversensing of noisy signals. Technical services (ts) was consulted and discussed stored data as well as available programming options, with further in clinic examination recommended. This device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered two shocks as inappropriate therapy due to oversensing of noisy signals. Technical services (ts) was consulted and discussed stored data as well as available programming options, with further in clinic examination recommended. This device remains in service. No additional adverse patient effects were reported. Additional information from the field indicates this s-ICD was reprogrammed to primary sensing vector and no noisy signals were noted in this vector. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.